Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope had flaking on the inside. The issue occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked bending section cover's adhesive exhibited exposed threads. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tear inside channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.